Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severe calcified common iliac artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. No patient complications or injuries reported and the patient condition was good.